Event description:
It was reported that the patient ams 700 cx inflatable penile prosthesis (ipp) pump and cylinders were not working properly due to a suspected kink. The ipp preconnected pump and cylinders were removed and replaced with new components. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.